Event description:
It was reported that the customer needed to review programming his replacement pump. Customer treated and sounds very confused. Customer did not change his infusion set. Customer's blood glucose level was 420 mg/dl. Customer has been having high blood glucose levels. Customer believes the pump may not be delivering insulin. Customer was advised to follow-up with their health care provider if current settings need to be changed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.